Manufacturer narrative:
Concomitant medical products: liner standard 3.5 mm offset 36 mm i.d. For use with 60 mm o.d. Shell catalog#: 00630506036 lot#: 60538915, ml taper stem catalog#: unknown lot#: unknown, unknown shell catalog#: unknown lot#: unknown. Reported event was confirmed by the evaluation of returned implants. Visual inspection demonstrated that the head exhibits dark debris in the conical taper. A gouge on the bottom surface most likely occurred during removal. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Implant date: (B)(6) 2008.

Event description:
Patient was revised approximately 8 years post-implantation due to elevated metal ion levels, pain, metallosis and adverse local tissue reaction (altr). During the procedure, necrotic tissue was excised and the femoral head and acetabular liner were removed and replaced. The liner was damaged during extraction.